Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was received with a cracked case at the display window corner, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the act button was not sensitive on the insulin pump. The customer's blood glucose was normal and did not require medical treatment. Customer agreed to return the insulin pump for analysis.